Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient experienced blood glucose levels of 44 mg/dl up to 400 mg/dl related to the pump time being set to am when it should have been set to pm. The reporter indicated that the patient experienced shakiness, weakness, and irritability with the low blood glucose levels and the patient corrected with food and juice. The reporter indicated that the patient's blood glucose was fluctuating for almost two weeks and indicated that the time and date must have been incorrect for about 2 weeks. The reporter stated that they would examine the pump and call back if there are any issues noted with the pump. The reporter has not called back to animas at this time. The reporter declined troubleshooting of the event reporting that they just wanted assistance to correct the time and date. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect time and date programmed on the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2014 with the following findings: the pump history from the time of the event was overwritten due to continued patient use. There was no activity related to the complaint in the available pump history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A time keeping accuracy test was performed and the pump was found to maintain time appropriately during the 5 day duration. The pump was left without power for one hour and the pump time was found to have reset to factory default when the pump was powered on. The pump was opened and the internal battery was observed to be leaking.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.